Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. It was noted that the pump remained flat after pushing. Troubleshooting techniques did not resolve the issue. Therefore, two weeks later, a revision procedure was performed. During surgery, the pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. Microscopic examination of the pump revealed that the deflation spring was found misaligned. The pump did not pass the activation test. Based on the information available and analysis results, the misaligned deflation spring and activation issues identified in the pump could have caused or contributed to the reported clinical observation of device not performing as expected.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. It was noted that the pump remained flat after pushing. Troubleshooting techniques did not resolve the issue. Therefore, two weeks later, a revision procedure was performed. During surgery, the pump was removed and replaced. There were no patient complications reported.